Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that the ventilator screen froze and the ventilator stopped ventilating the patient. During the screen freeze, the buzzer alarm sound was continuous and could not be silenced. There was no injury to patient.

Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.